Event description:
It was reported that the set leaked at the filter while infusing taxol to a pt right after the infusion started. There was no pt/user injury or adverse event. Though requested, no additional info was available.

Manufacturer narrative:
Manufacturer's report date: 02/04/2009. Pt information requested and all available information is included. This report was filed by the manufacturer. The device was received. Investigation is not complete.